Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that mpdu control unit was failing. The mpdu control unit has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system would not turn on. Upon further troubleshooting action, rse verified and checked mpdu control unit likely faulty and provided part number of mpd control unit for biomed to install. The biomed installed the mpdu. After replacement of mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.